Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received multiple error alarms. The customer also stated that they received compromised force sensor system and no delivery alarms. During priming the insulin squirted out and there were scratches on the screen and it was difficult to read the screen. The blood glucose level was unknown. The product will not be returned for analysis.